Event description:
I use the medtronic 780g insulin pump. I upgraded from the medtronic 530g pump just under a year ago. Medtronic advises to suspend insulin delivery when disconnecting the pump from your body for both pumps. The older medtronic 530g would vibrate every 15 minutes when it is suspended. However, with the new programming on the 780g, it does not vibrate or give any periodic reminders that it is suspended. I often will forget that my pump is suspended when putting it back on after showering, particularly when I'm in a rush in the morning. The 530g would vibrate every 15 minutes when suspended, so I usually would notice within the hour that my insulin delivery is suspended and then resume it. However, this morning, with the newer 780g pump, I forgot to resume insulin delivery when getting ready this morning. I didn't realize this until over 3 hours later when I received a high glucose alarm from the pump. I would like the FDA to push medtronic to add this vibrate every 15 minutes while suspended feature back into their pumps to prevent this from happening. As a person with type 1 diabetes, this could get dangerous if I didn't have my continuous glucose monitor active and I went without insulin delivery for a few more hours. This has happened over a half dozen times since I've gotten this pump less than a year ago. It usually takes a few hours to stabilize my blood glucose after this happens and I usually start to feel sick from the effects of no insulin delivery for a good part of the day after this happens. Thankfully, it hasn't been worse than this so far, but I want to share this with the FDA so this issue can be addressed before I or someone else suffers more severe consequences from unknowingly having their insulin delivery suspended after forgetting to resume delivery when reattaching their medtronic 780g insulin pump.